Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an under delivery as well as they experienced high blood glucose level of 437 mg/dl. Customer¿s blood glucose was 437 mg/dl at the time of incident. The current blood glucose was 331 mg/dl. Customer treated with insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08675 inches. The units left at displayed properly matched unit left at the test reservoir. Device was programmed with test transmitter link and test plug simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed valued properly on the display graph. No sensor anomalies were noted. The insulin pump feature auto mode was turn on and monitored. Device displayed properly the auto mode icon, feature working properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.